Event description:
A company representative reported that the surgeon was tightening a screw (50-12904) down into a 4 hole plate (55-062540) and the screw broke in the superior lateral orbital rim. The surgeon left the shaft of the screw in the patient.

Manufacturer narrative:
The reported event could not be confirmed because the complained device was not returned. Consequently, it was not possible to determine the root cause within this investigation. According to the design risk analysis, following possible root causes were defined: incorrectly selected/ assembled implant/ instrument. Insufficient/too high bone quality. Wrong/ missing information. Reuse of single-use devices. Too much/ wrong compression/ torsional/ axial forces. Wrong rotational speed, unintended loads. Bone quality resulting in high torque. Improper blade disengaging. Collision with other implant or instrument. Predrilled hole not deep enough (e.g. Wrong choice of instrument/implant, system mixup, poorly assembled/used instrument). Based on the statistical evaluation there is no indication for any systematic design, material or manufacturing related issue. The complaint is added to the complaint trend. Device not returned.

Event description:
A company representative reported that the surgeon was tightening a screw (50-12904) down into a 4 hole plate (55-062540) and the screw broke in the superior lateral orbital rim. The surgeon left the shaft of the screw in the patient.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device remains implanted in patient.